Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The sample was initially tested on 2 different cobas liat analyzers and generated positive sars-cov-2 results. A new sample was taken from the patient and once again generated a positive result with the cobas sars-cov-2 & influenza a/b test. It was also sent to a private center, where it tested negative on a cobas liat, and a public hospital where it tested negative (platform unknown). It was noted that the result was reported as negative. No harm or injury was indicated.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Corrected device code from non-reproducible results to false positive result. (B)(4).